Event description:
It was reported that the device tripped elective replacement indicator (eri) earlier than anticipated. It was also noted that the battery impedance went from 1904 ohms to 7240 ohms in the 4 months prior to eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.